Event description:
Information was received from the (B)(6) registry stating: presence of a thrombus inside the turbine.information also included:patient outcome: urgent transplantation.thrombus signs or symptoms: hemolysis.intravenous anticoagulation: yes.device malfunction: no.device malfunction causative factor: no cause identified.

Manufacturer narrative:
The device was reportedly shipped to the manufacture from the hospital; however, it was unfortunately never received by the manufacturer and has been determined to have been lost in transit. A correlation between the device and the report of suspected thrombus could not be conclusively determined. Device thrombosis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4).no further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.